Manufacturer narrative:
The t:slim x2 g5 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Additionally, the customer remained connected to the infusion site when performing the fill tubing sequence and inadvertently delivered insulin to the body. The customer¿s blood glucose level decreased to 44 mg/dl which was addressed with the customer eating. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.